Manufacturer narrative:
(B)(4)

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. The event date is an approximation. The patient stated that she was hospitalized due to the sensor failure. The patient declined to provide further event details. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.